Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarm and resume insulin delivery.